Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The device is at end of life and will be scrapped.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and found the device to be operational when an in-house ac power supply was connected to the device. It was observed that the internal hybrid layer capacitor (hlc) batteries were depleted. A review of the electronic records of the device indicates the charge-pak alert icon come on in july 2022 and was not replaced causing the hlc battery to become depleted as well. The cause of the reported issue is caused by poor maintenance and absence of an adequate charge-pak¿ battery charger. The operating instructions instruct the user that "device readiness" should be verified regularly. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated to the reported event.